Manufacturer narrative:
(B)(4) the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found a piece of the left scissor blade to be broken off from the instrument; the broken piece was returned. The blade fractured at the cross section of the grip cable crimp resulting in half of the cable crimp to be exposed. The fractured plane of the blade is nearly straight. No other damage was found.

Event description:
It was reported that during a da vinci si prostatectomy procedure the monopolar curved scissors instrument broke and a piece fell into the patient. The fragment was removed and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.